Manufacturer narrative:
Technician found that the head up tube assembly was bad. Replaced the tube assembly to resolve this issue.

Event description:
Complaint alleged that the head would not raise up.